Manufacturer narrative:
Additional information: h3, h6. H10: the evaluation of the actual device was completed. A visual inspection was performed with the naked eye which noted a damaged main body and the occluder foot was broken removing the twist sleeve. The reported condition was verified. The cause of the condition could not be determined; however, there was evidence of a cleaning agent, dye or foreign solvents around the threads of the main body and inside the white twist sleeve, which could have contributed to the damage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a crack on the twist clamp of a transfer set. This issue was identified during use of the device for peritoneal dialysis therapy. There was no patient injury, or medical intervention associated with this event. No additional information is available.